Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customers had issues with air bubbles in their tubing and reservoir. The customer's blood glucose level was reported to be 183.6mg/dl. It was reported that the customer was advised to conduct full set change and that tubing clamp would be sent out in order to conduct high pressure testing. It was reported that the customer was advised to monitor the device and call back when clamp was received.